Manufacturer narrative:
Unit passed the displacement test, rewind test, basic occlusion test, occlusion test and prime/a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold). No motor error alarm noted. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 63 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.